Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient would like to meet with a representative to help them. The patient didn't understand too much about it. They think it is a little too strong. Last night it hurts down on their bottom. It was like a lot of pressure. When they first got home it was fine no leakage or anything. Now if they won't make it to the bathroom and drips a little bit. This past week is when the patient started having return of symptoms. Walked caller through how to connect to the stimulator. The patient's settings were on program 2 at 1.1 volts. On the call the patient increased the stim to 1.3 volts and the patient felt the stim in their rectum. Told the caller to monitor their symptoms for a couple days and see if their symptoms improve. Asked if they still wanted to meet with the representative, and she said no, they will see how it goes over the weekend.